Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this patient was admitted to the hospital due to experiencing a shock from this implantable cardioverter defibrillator (ICD) device. Upon interrogation, the physician reported several episodes of anti-tachycardia pacing (atp) due to multiple episodes of ventricular tachycardia (vt). In (B)(6) 2024, the right ventricular (rv) lead exhibited some abrupt jumps in pacing impedances from 405 ohms to greater than 3,000 ohms and rising thresholds trends 4.0v@0.4ms. Then pacing impedance went back to normal range. This ICD device was surgically explanted, and a cardiac resynchronization therapy defibrillator (crt-d) device was implanted. The rv lead was connected to the new implanted device. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating that the ICD device was explanted and replaced with a crtd due to a patient condition. There is no product allegation on the device. It was confirmed that this explanted ICD device will not be returned and was discarded.

Event description:
It was reported that this patient was admitted to the hospital due to experiencing a shock from this implantable cardioverter defibrillator (ICD) device. Upon interrogation, the physician reported several episodes of anti-tachycardia pacing (atp) due to multiple episodes of ventricular tachycardia (vt). In (B)(6) 2024, the right ventricular (rv) lead exhibited some abrupt jumps in pacing impedances from 405 ohms to greater than 3,000 ohms and rising thresholds trends 4.0v@0.4ms. Then pacing impedance went back to normal range. This ICD device was surgically explanted, and a cardiac resynchronization therapy defibrillator (crt-d) device was implanted. The rv lead was connected to the new implanted device. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to experiencing a shock from this implantable cardioverter defibrillator (ICD) device. Upon interrogation, the physician reported several episodes of anti-tachycardia pacing (atp) due to multiple episodes of ventricular tachycardia (vt). In (B)(6) 2024, the right ventricular (rv) lead exhibited some abrupt jumps in pacing impedances from 405 ohms to greater than 3,000 ohms and rising thresholds trends 4.0v@0.4ms. Then pacing impedance went back to normal range. This ICD device was surgically explanted, and a cardiac resynchronization therapy defibrillator (crt-d) device was implanted. The rv lead was connected to the new implanted device. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating that the ICD device was explanted and replaced with a crtd due to a patient condition. There is no product allegation on the device. It was confirmed that this explanted ICD device will not be returned and was discarded.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to experiencing a shock from this implantable cardioverter defibrillator (ICD) device. Upon interrogation, the physician reported several episodes of anti-tachycardia pacing (atp) due to multiple episodes of ventricular tachycardia (vt). In (B)(6) 2024, the right ventricular (rv) lead exhibited some abrupt jumps in pacing impedances from 405 ohms to greater than 3,000 ohms and rising thresholds trends 4.0v@0.4ms. Then pacing impedance went back to normal range. This ICD device was surgically explanted, and a cardiac resynchronization therapy defibrillator (crt-d) device was implanted. The rv lead was connected to the new implanted device. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating that the ICD device was explanted and replaced with a crtd due to a patient condition. There is no product allegation on the device. It was confirmed that this explanted ICD device will not be returned and was discarded.